Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture resulting in the patient to experience dizziness and presented to the ER for check. Device data determined the lead pace impedance measurements had been gradually increasing over the course of the previous two months reaching 1900 ohms. This lead was tested in clinic with isometrics, however no noise was able to be produced. This lead was subsequently reprogrammed to unipolar pacing and acceptable measurements were obtained. This lead remains in service. No adverse patient effects were reported.